Event description:
It was reported that the patient presented with post-paced t-wave over-sensing exhibited on the implantable cardioverter defibrillator (ICD). The ICD also exhibited fusion causing variation in t-waves amplitude. Programming changes were made. There were no patient consequences.